Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. Customer was advised to call back if the issue recurred, and they acknowledged the instructions.